Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1.0 mcg/ml fentanyl at 0.3 mcg/day via an implantable pump for an unknown indication for use. It was reported that the doctor had previously changed the drug from morphine to fentanyl and he "way overshot" the fentanyl. The hcp brought it back down, so now the patient was in "a little withdrawal." It was then asked how soon the patient could get a 50% increase in the daily dose. No troubleshooting was performed and the event date remained unknown.